Event description:
It was further reported that the vascular access of the target lesion was via the femoral artery. The target lesion was severely calcified and the device was removed from the patient intact.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous distal right coronary artery. This 2.50 x 38mm promus element plus mr drug-eluting stent was selected and unable to cross the lesion. Once the promus was removed from the patient, it was noticed that the distal edge of the stent was lifted (flared). The procedure was completed with another of the same promus element devices. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device is combination product. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).